Manufacturer narrative:
A steris account manager offered in-service training on the proper use and operation of the 3080rl major table, however the user facility declined. No additional issues have been reported.

Event description:
The user facility reported that their 3080rl surgical table unlocked twice during a patient procedure without being commanded to do so. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to reproduce the reported event. A root cause of the reported event could not be determined. The 3080rl surgical table subject of the reported event was installed at the user facility in may 1990 and is approximately 35 years old. This unit is not under steris service contract for maintenance activities; it is unknown who is responsible for all maintenance activities. As a proactive measure, the technician replaced the plate assembly of the table. The unit was tested, confirmed to be operating according to specification, and returned to service. Steris has offered in-service training on the proper use and operation of the 3080rl surgical table and is awaiting a response from the user facility. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.